Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The 25759 error appeared to have been resolved through a power cycle. The intuitive surgical, inc. (Isi) field service engineer (fse) spoke with the isi clinical sales representative (csr) about the reported issue and stated that the issue was resolved by phone. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. In addition, a review of the site's system logs for the reported procedure date was conducted by the tse. Investigation revealed the following possible related system errors: error 100 - a setup joint moved when it was not released. If this message shows up in the logs repeatedly, either the system user is forcing the setup joints to move with the power on but brakes not released, or there is a weak setup joint on the system. If the fault is always on one setup joint, it is probably a weak joint. If it is on all setup joints, it is probably due to users moving the setup joints without the setup joint button pressed. Error 25759 - a node timed out waiting for a link port to be ready. The message that was being transmitted will be dropped. This could be caused by communications backups in the system. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like errors 100 & 25759 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. At this time, the complaint investigation has been completed and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) reported that the surgeon encountered an issue where one of the universal surgical manipulators (usm) moved and then the system encountered a non-recoverable fault. The logs showed error 100 on setup-joint (suj) 4 followed three minutes later by a non-recoverable 25759 error. The isi technical support engineer (tse) explained to the csr that error 100 was caused by the usm moving without depressing a clutch button. The tse recommended the csr to follow up with the customer to determine if there was a collision with usm 4 that caused it to move. The 25759 error appeared to have been resolved through the power cycle. The procedure was completed with no reported injury.